Event description:
The customer reported: "the device loses track and does not display the correct signal. It suddenly shuts down and restarts by itself." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported: "the device loses track and does not display the correct signal. It suddenly shuts down and restarts by itself." No consequences or impact to patient were reported.